Manufacturer narrative:
The reusable poly insert impactor tip broke during impaction. The surgery was completed successfully. Review of the inspection records for the affected lot of material indicate that the component was manufactured to spec.

Event description:
The reusable poly insert impactor tip broke during impaction. The surgery was completed successfully.